Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. It is unknown if there was any patient manipulation or trauma to the device site that could have caused or contributed to the reported event. Diagnostic tests performed on the patient's device were within normal limits in (B) (6) 2008. It is unknown if x-rays were taken to assess the integrity of the device. The patient's device was replaced successfully. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.